Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted emergently in cath lab without issue. The patient was transferred to or for emergency surgery. Patient was on pump and balloon catheter was in use at time of transfer to or staff and was working fine without any indication of leak or failure. Surgery was performed unsure if patient was placed on bypass. Patient was delivered to ICU immediately after leaving or. Nurse in ICU noticed blood back in helium line shortly after getting the patient settled. Additional information was received by the risk manager. The patient had a pericardial effusion with low blood pressures. The patient deteriorated quickly and passed away.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. Two leaks sites on the iab bladder and a broken central lumen were identified during the complaint investigation, all of which can allow blood to enter the helium pathway. One leak site identified is consistent with contact from the broken central lumen. The other leak site identified is consistent with contact with calcified plaque on the aortic wall. The root cause of this complaint is undetermined; it cannot be determined which leak occurred first. A potential cause of the central lumen break is improper iab handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. An in-service has been requested to reiterate the proper steps of the IFU. Other remarks: additional information received. A patient death has been reported. Dr. (B)(6), has made the medical judgement that the device did not cause or contribute to the patient's death.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted emergently in cath lab without issue. The patient was transferred to or for emergency surgery. Patient was on pump and balloon catheter was in use at time of transfer to or staff and was working fine without any indication of leak or failure. Surgery was performed unsure if patient was placed on bypass. Patient was delivered to ICU immediately after leaving or. Nurse in ICU noticed blood back in helium line shortly after getting the patient settled. Additional information was received by the risk manager. The patient had a pericardial effusion with low blood pressures. The patient deteriorated quickly and passed away.